Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to the tibia subsided.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01259; 353-03-106, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.